Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that the patient experienced painful sensor insertion on (B)(6) 2015. The patient uses synera, a prescription numbing cream, prior to sensor insertion. Patient was prescribed synera numbing cream by physician on 08/20/2015. At the time of contact, the patient's mother reported that the patient is doing much better now. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).